Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), regarding a 29mm sapien 3 transcatheter heart valve implant in the tricuspid position in a patient with pre-existing non-edwards valve by transfemoral approach, during the procedure, although the commander delivery system balloon burst with inflation volume of nominal volume with extra 4cc at the end of deployment, the valve was fully deployed and positioned correctly. There were no withdrawal difficulties. Post-dilation was performed using another balloon. No balloon fragments were observed, and the case was completed without issue.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, the commander delivery system balloon burst radially. The complaint for balloon burst was confirmed based on imagery provided for evaluation. Available information suggests patient factors (calcifications) and procedural factors (over-inflation) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.